Event description:
Ous MDR - after an implantation period of about 9 months, high shock impedance values were reported via home monitoring. A pro-active extraction of the device was done on (B)(6). Furthermore it was reported that the patient was a construction worker and possibly fell on his shoulder lately. It is assumed that these alerts started afterwards. No inappropriate therapy has been reported. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in three segments. All lead parts were received for analysis. The lead segments were inspected. The analysis revealed an abraded insulation in the proximal area of the lead. The coating of the conductor cable to the rv shock coil was found damaged in this area. Based on the location and characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state, as a result of the interaction with the ICD can. Diagnostic images clarifying this assumption were not available for analysis. Further analysis revealed that the df-1 connector was pulled off from the lead body. These damage symptoms require the presence of strong pulling forces. Mechanical forces applied during the surgery should be taken into consideration. The inspection of the lead did not reveal any irregularity which may have led to the high shock impedance alert mentioned in the complaint description. There was no sign of a material or manufacturing problem.